Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/03/2025, that on (B)(6)2024, the patient experienced a skin reaction. The wearable was inserted into the arm on (B)(6)2024. The patient experienced a skin reaction with inflammation and infection at the needle puncture site which occurred 10 days after the sensor had been inserted into the arm. The skin was prepped with soap and water prior to sensor insertion. On (B)(6)2024, the patient went to the emergency room (ER) for evaluation and was diagnosed with a bacterial skin infection. The patient was prescribed oral doxycycline for 7 days. The patient was ¿fine¿ at the time of report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.